Manufacturer narrative:
Based on additional information received, the following fields have been added/corrected: a5, b6, d6a, h6. H6: investigation results - based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues; device information provided was not legitimate. The cause of the patient¿s periprosthetic fracture and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.

Event description:
Legal case - (B)(6). Right revision knee. As reported via legal document, a 84 year old female had a failed right total knee replacement refractory to conservative management. The patient was indicated for surgery. A thorough synovectomy was performed. There was a fracture at the proximal tip of the femoral component stem which was visualized and cleaned up. The femoral implant was removed with minimal bone loss. The tibia was intact and well fixed. A new femoral component and insert were implanted. The patient was transferred to the recovery room in stable condition. There is no other patient demographic or medical history available. There is no additional information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. No ebi info could be found.

Manufacturer narrative:
Pending investigaiton.